Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address loosening of a depuy metal liner that had been cemented into a competitor acetabular cup. The loosening occurred at the cement/implant interface. The manufacturer of the cement used at the time of original implantation is unknown. Update (B)(4) 2015 - legal claim and medical records received. Legal claim alleges metallosis and loose implants. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, loosening of the liner at the cement interface, pain, and increased metal ions (no labs provided). The cement was not a depuy product. The femoral head is being added to the complaint for the high metal ions and pain. The stem has already been reported on (B)(4). A correct doi was provided. This complaint was updated on (B)(4) 2015.